Event description:
Rptr alleged obtaining a discrepant blood glucose result of 307 mg/dl back to back with a result of 78 mg/dl on the compact plus system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Rptr stated he no longer has the strips and so, no product will be returned for evaluations.